Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The husband of the customer reported via phone call that their insulin pump was not delivering insulin after replacing their infusion set. The customer's blood glucose level was 390mg/dl at the time of the incident. The customer treated their high blood glucose with their pump. The insulin pump was not in auto-mode. Troubleshooting identified that the infusion set cannula was bent. The customer replaced their infusion set. The customer's husband called back after 20 minutes to report that their blood glucose had risen to 500mg/dl. The customer was advised to go to the emergency room. The insulin pump and infusion set will not be returned for analysis.